Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported that during normal use starting on (B)(6) 2015 there was an infection of the leads which was diagnosed on (B)(6) 2015. There was a wound where the extensions were cut, under the connectors. The event was procedure related. Diagnostics included examination of the patient on (B)(6) 2015, (B)(6) 2015 and (B)(6) 2015 along with laboratory testing on (B)(6) 2015 which was abnormal, c-reactive protein (crp) 79mg/l. Interventions/actions taken included in-patient hospitalization, medications tavanic and rifadine administered on (B)(6) 2015 and the lead explanted and not replaced on (B)(6) 2015. The issue was resolved; outcome was resolved without sequelae. The patient had a medical history of depression.

Event description:
Information received via the healthcare professional from a clinical study reported etiology was noted as surgery/anesthesia.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the clinical diagnosis was changed to wound dehiscence.